Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 153mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed while attempting to prime. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.